Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose, with a documented nadir of 52 mg/dl, and completed a factory reset and setup under guidance after initial difficulty connecting the g7 sensor; the system alerted for low glucose, and the user subsequently entered weight and initiated automated insulin delivery. Symptoms included shakiness and clamminess. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with follow-up to confirm sensor connection and system start-up. Investigation of this case revealed no device alarms or persistent malfunction during support, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.